Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Screw to hold a trident trial liner (36, e, 0 degree) broke through the center of the trial, thus not providing any fixation and leaving the screw and a small piece of plastic fixed to the shell. It was removed with relative ease.

Manufacturer narrative:
An event regarding a fracture of a trident liner trial involving an unknown screw was reported. Conclusion: the alleged screw did not fracture for this event. The liner fractured causing the screw to not be functional. Therefore, the screw did not contribute to the event.

Event description:
Screw to hold a trident trial liner (36, e, 0 degree) broke through the center of the trial, thus not providing any fixation and leaving the screw and a small piece of plastic fixed to the shell. It was removed with relative ease.